Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for follow-up in clinic. Following a failed cybersecurity update, the pulse generator exhibited backup vvi operation; it was noted that the wand did not slip during the download. A device software download was performed successfully. It was noted that the cybersecurity update was not reattempted.